Event description:
The customer contact reported device breakage; subsequently, bleed back and a leaf of a chemotherapeutic agent were noted. The primary tubing set was being used to deliver an unspecified solution. At an unspecified time, a closed male connector was connected to the clave y-site of the tubing set for delivery of an unspecified concentration of taxol. After an unspecified length of time in use, it was reported that the nurse noted leakage of solution from the connection of the clave y-site and the closed male connector. It was reported that 50ml of the chemotherapeutic agent leaked and an unspecified volume of blood backed up in the tubing set. The chemotherapeutic agent that leaked was cleaned up according to the user facility's protocol. The primary tubing set was replaced and the therapy was resumed. There were no reported adverse patient effects and no delay of therapy critical to this patient. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated that the device was discarded. The device was not returned to hospira for testing and investigation; therefore, attribution of the issue to the device could not be determined. This report represents all the information known by the reporter upon query by hospira personnel. (B)(4).